Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred while charging pump battery. After additional charging time, battery successfully charged. There was no reported adverse impact to customer's blood glucose.